Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent detached and separated from the sds. Additional information regarding stent dislodgement was requested however no further information was made available. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12dec2016. It was reported that crossing difficulties were encountered.   Prior to procedure, the patient was given a loading dosage of clopidogril 300 mg plus 300 mg aspirin, vascular access was obtained via the femoral artery. The 85% stenosed, 38 mm in length, 2.50 mm in diameter, eccentric target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) artery. The lesion contained a >45 and - 90 degrees bend. After pre-dilation was performed using a 2x6 mm cutting balloon catheter at 9 atmospheres and 2x9 mm sc balloon catheter at 11 atmospheres, a 2.50x38 mm promus element long stent was advanced but failed to cross the lesion. Another device was used and deployed in the lesion and the procedure was completed. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stet dislodgement.